Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was perfumed to treat a lesion in the proximal right coronary artery (prca) with moderate calcification, mild tortuosity and 90%stenosis. The 5.0x8mm nc trek neo balloon dilatation catheter (bdc) was advanced without resistance and during the first inflation a rupture occurred at 12 atmospheres for 10 seconds. Another non-abbott balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.